Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).

Event description:
It was reported the patient was in withdrawal. The patient had a refill yesterday, (B)(6) 2013, and the catheter was aspirated. The reporter was unsure if a prime bolus was done. Checking the programming strips for updates and logs was discussed. The pump was used to deliver baclofen. Additional information later reported no pump alarms were present. No other troubleshooting was performed. The patient¿s symptoms subsided within one hour. A ¿false alarm¿ for baclofen withdrawal was ¿suspected¿ (not confirmed). The patient was discharged on (B)(6) 2013. The patient was currently receiving effective therapy.